Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.5 x 18 mm promus (part 1009542-18b, lot unk), 2.75 x 12 mm promus (part 1009540-12b, lot unk) (B)(4) improper method/indication for use there was no reported product deficiency. Cardiac arrest, death, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted to treat in-stent restenosis of cypher drug eluting stents, it should be noted that the promus IFU states that: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. The promus IFU also states that: safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. Additionally, the promus IFU cautions that: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Effects of multiple stenting using these stents combined with other drug-eluting stents are also unknown. It cannot be determined whether the IFU deviation(s) contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2010, the patient was hospitalized for in-stent restenosis (isr) of three non-abbott stents from a previous procedure. The lesions were from the ostium of left main trunk to the first diagonal of the left anterior descending (lad) artery. Three promus stents were deployed during the revascularization procedure. A 3.5 x 23 mm in the left main, a 3.5 x 18 mm in the proximal lad, and a 2.75 x 12 mm in the mid lad. The first two promus (3.5x23 and 3.5x18) were deployed for the treatment of the isr. On (B)(6) 2010, the patient was transported in cardiopulmonary arrest and an emergency procedure was performed. Angiography revealed a total occlusion of the isr. No thrombosis was observed. Ballooning was performed, but the patient passed away. The physician commented that the patient's heart function had been deteriorating and the promus did not contribute to the patient's death. No additional information was provided. (B)(4).